Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. Two days after manifestation of cloudy pd fluid the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On the same day as the onset, the patient was treated with injection reflin (1 gm, once daily, intraperitoneally) for peritonitis. Eighteen days later, the patient had recovered from the peritonitis event, antibiotic treatment was discontinued, and the patient's pd fluid was clear. Action with dianeal therapy was ongoing. No additional information is available.